Event description:
A medtronic representative reported a site navigation system articulating arm that would not fully tighten. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The site is not using the damaged vertek arm. They were able to get a loaner in until they were able to fit a new one in their budget. A new vertek arm was sent to the site for issue resolution. Evaluation of the suspect vertek arm is as follows: the starburst end of the vertek arm does not fully release leaving the lower joint stiff. Mechanical malfunction, locked up-starburst end. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that the site declined to return the reference frame arm. The site is waiting for funding to purchase a replacement device and is currently still using the old device.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis.